Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus and overlay were out of alignment. It was noted that the xy board connection was loose and foreign material was found on the xy board, the edge of the liquid crystal display (lcd) and the frame display assembly. It was noted that the system fan was noisy, the display latch hasps were worn and the power supply was contaminated. All found defective parts were replaced. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus and display of the programmer were out of alignment. There was no patient involvement.